Manufacturer narrative:
Review of the xrays indicate superior plate migrated anterior on both devices, likely due to reduced anterior endplate structure. Devices were retained for biologic eval, results pending.

Event description:
Ref imp# (B)(4).